Event description:
It was reported the patient lost the ability to walk and fell. The loss of muscle control was temporary. A CT scan was negative for any type of neurological deficit disorders. The patient has recovered and has not experienced another fall. Programming provided effective stimulation coverage.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.